Event description:
The customer reported a high pitched tone and a blank display. Troubleshooting was performed, and the display remained blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the high pitched noise due to the blank display anomaly.